Event description:
I was made aware of a medical device failure involving an infant warmer in the (B) (6) care center. The warmer's heating element had failed due to the introduction of a liquid while the element was heated. The introduction of the liquid to the heated element caused the liquid to instantly flash to the surrounding reflector and down upon the infant. Upon investigation with the director of the family care center, it was determined that the liquid was a chemical compound used in a product called "infant heel warmer with tape" and is manufactured by cardinal health. The director provided the incident report that detailed the event with the following comments: "heel warmer pack squeezed per instruction ¿ heel pack popped open causing a 1 cm chemical burn on infant's abdomen. The chemical flew up into heating element of the infant warmer causing damage to the warmer". The director went on to explain that the baby was under an oxygen hood, which covered most of the body. Without the hood in place the infant most likely would have been burned much more severely from head to abdomen. The incident will be reported to the FDA. ====================== health professional's impression======================the health professional's comment was that they followed the instructions on the package. They feel the product and/or instructions for use are designed poorly.

Event description:
I was made aware of a medical device failure involving an infant warmer in the family care center. The warmer's heating element had failed due to the introduction of a liquid while the element was heated. The introduction of the liquid to the heated element caused the liquid to instantly flash to the surrounding reflector and down upon the infant. Upon investigation with the director of the family care center, it was determined that the liquid was a chemical compound used in a product called "infant heel warmer with tape" and is manufactured by cardinal health. The director provided the incident report that detailed the event with the following comments: "heel warmer pack squeezed per instruction ¿ heel pack popped open causing a 1 cm chemical burn on infant's abdomen. The chemical flew up into heating element of the infant warmer causing damage to the warmer". The director went on to explain that the baby was under an oxygen hood, which covered most of the body. Without the hood in place the infant most likely would have been burned much more severely from head to abdomen. The incident will be reported to the FDA. ====================== health professional's impression======================the health professional's comment was that they followed the instructions on the package. They feel the product and/or instructions for use are designed poorly.